Event description:
Fragment of fiber optic cable ( about 1-2mm) for laser broke off, retained in patient.

Manufacturer narrative:
Evaluation summary: the site estimated that about 1-2mm of silica glass fiber remained in the patient after an unsuccessful attempt to remove it during the procedure. No indications that the suspect fiber was defective prior to use and no further details of this event were provided by the site. Suspect fiber was discarded by the site after use. Possible causes: cannot determine a root cause without the defective fiber. Possible causes could be excessive angular force applied to the distal tip causing a break; user mishandling; damaged/defective glass fiber.